Manufacturer narrative:
(B)(4). It was reported that the device was used after expiration. It should be noted that the graftmaster instructions for use (IFU) states: it is not recommended that the product be used after the "use before date ". Additionally, it was reported that the graftmaster was deployed for treatment of an aneurysm in a saphenous vein graft (svg). It should be noted that the graftmaster IFU states: the graftmaster is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts less than or equal to 2.75 mm in diameter. It is indicated that the device is not returning for evaluation as it reportedly remains in the patient anatomy; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no similar incidents from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the 3.5x16mm graftmaster stent was successfully deployed to treat 80% restenosis and an aneurysm in the saphenous vein graft (svg) to the left anterior descending (lad). The procedure was completed successfully without any reported device or procedure issues. However, it was noted that the graftmaster was expired. There was no additional information provided.